Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed at one of the connectors of a basic solution set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage test were performed and noted a leak. The cause is attributed to human error during production. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.